Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issues. This lead was replaced and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The lead severed allegation was confirmed, basing on the helix being deformed which was extremely stretched.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix issues. This lead was replaced and never in service. No adverse patient effects were reported.